Manufacturer narrative:
Article citation: klinkenberg, syvia, marlien aalbers, johan vles, erwin cornips, kim rijkers, and marian mokoie. "Vagus nerve stimulation in children with intractable epilepsy: a randomized controlled trial." Developmental medicine and child neurology (2012): 1-7. Print.

Event description:
It was reported through a scientific article that a vns patient experienced an increase in seizures due to unknown reason. At the moment, good faith attempts to obtain further information have been unsuccessful to date.